Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative reports (2008 and revision 2019)? Does ethicon have your permission to contact your surgeon in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If yes, please kindly sign a release of medical information form attached? Patient¿s reported 1st adverse event ended in the mesh removal surgery on (B)(6) 2019 was submitted via medwatch 2210968-2019-87538.

Event description:
It was reported that the patient underwent a sling procedure in 2008 and the mesh was implanted due to due to the bladder falling out of vagina. Ten years, post op, in (B)(6) of 2018, the patient started to have bleeding and incontinence. The patient had in-office -procedures on (B)(6) 2019 during which found the mesh had eroded and was twisted around the bladder. The patient underwent a surgery on (B)(6) 2019 to have the mesh removed. After the procedure, the patient was still having bleeding and incontinence. The patient returned for follow-up appointments two weeks, six weeks and twelve weeks after the surgery on (B)(6) 2019. After the twelve week appointment, it was indicated that there was still mesh that needed to be removed. The patient has been scheduled to have an additional surgery at the end of (B)(6) 2019. Additional information has been requested.

Manufacturer narrative:
Patient codes: 1928, 2597. Device codes: 2993. Narrative information about 1st adverse event ended in the mesh removal surgery on (B)(6) 2019 was submitted via medwatch 2210968-2019-87538: "the initial procedure (B)(6) 2008 was performed due to urinary incontinence. The patient tolerated this procedure well. There were no anesthetic or surgical complications. On (B)(6) 2008, single frontal view of the pelvis was obtained and triangled cuxvilinear densities were found within the anterior aspect of the pelvis representing a retained sponge. The surgical team was aware of this finding and the sponge was subsequently removed. The robotic revision of prior genitourinary implanted mesh system was performed on (B)(6) 2019 due to erosion of implanted mesh. Exam under anesthesia revealed stage 2 apical prolapse and stage 3 anterior vaginal wall prolapse. There was an area of bruising on the urothelium bladder integrity intact and the surgeon opined that there was no foreign body material within the bladder, and this is secondary to manipulation of the bladder against the positioning device and movement and significant dissection in the vesicovaginal space. The time of revision surgery was 6 hours secondary to significant distortion of anatomy and degradation of implanted mesh leading to significant medial inflammatory changes. Additional lysis of omental adhesions was performed until the omentum was completely freed from the anterior abdominal wall. Filmy adhesions were noted along the posterior cul-de-sac and sigmoid colon and were easily lysed. After the peritoneum was dissected off the vagina anteriorly and posteriorly, working from a distal posterior towards apical posterior fashion the entire posterior mesh was removed and mesh erosion into the vagina was easily seen. Then further areas of adhesive disease between the bladder and vagina were removed with significant amount of mesh. At the end, the entire graft area was removed, and the posterior defect was closed. The patient tolerated the procedure well and was transferred in stable condition to recovery."